Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07981. It was reported that an asymptomatic patient's atrial and right ventricular lead were difficult to fix to the myocardium due to patient anatomy during implantation. Both leads also exhibited high impedance values. Both leads were replaced. Patient was stable after the procedure ended.